Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of damaged component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector screw attachment was cracked and it disconnected from the line. The following information was provided by the initial reporter: patient has a dual lumen pediatric power PICC. When I disconnected the quad fuse from the white port of the PICC, which was running sorenson and lipids, the screw attachment at the end of the quad fuse had a crack in it and disconnected from the rest of the line. New quad fuse immediately primed and swapped out. Notified and showed charge nurse where line defect was. No leakage around the old quad fuse detected before it broke.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector screw attachment was cracked and it disconnected from the line. The following information was provided by the initial reporter: patient has a dual lumen pediatric power PICC. When I disconnected the quad fuse from the white port of the PICC, which was running sorenson and lipids, the screw attachment at the end of the quad fuse had a crack in it and disconnected from the rest of the line. New quad fuse immediately primed and swapped out. Notified and showed charge nurse where line defect was. No leakage around the old quad fuse detected before it broke.